Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was explanted on (B)(6) 2019. The cause of the drainage/infection was unknown. It was indicated that there was no company representative present at the removal and the pump would not be returned for analysis. The patient was still recovering and was getting a wound vac tomorrow ((B)(6) 2020) as per a physician.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2020. It was reported that the patient had a new catheter and pump implanted on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ ml, 524.6 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient came in to see their healthcare professional (hcp) on (B)(6) 2019 and was having chills. The patient thought they were getting the flu and was not feeling well. The hcp checked the incision and it looked fine. On (B)(6) 2019, the patient woke up after a nap with drainage. The patient called on (B)(6) 2019 and went into the clinic because of the drainage. The fluid was from the pump site and had a foul smell. The patient was admitted for infection. The device would be explanted "today or tomorrow". The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The event / infection and drainage were noted as not having been resolved.